Event description:
A facility reported that a patient lost an excess of 1.3 kg. Of fluid during a dialysis treatment. The facility states the machine pre-treatment testing had passed prior to the treatment. The last 30 minutes of the treatment, the patient became hypotensive, dizzy and complained of cramping. The pt's symptoms were relieved with normal saline. The machine was removed from the treatment area for investigation by the manufacturer representative. The machine was found to be operating properly, but the facility alleges the machine caused the excess fluid removal.